Event description:
The anesthesiologist who was performing a t-9 intercostal radiofrequency lesion for patient rib pain secondary to rib fracture was using a radiofrequency generator. He requested a radiofrequency electrode size 10, there were 5's in the drawer that were non-disposable and in sterile packs. There was also a pack of 3 reausble electrode cords that were in a non sterile pack in the drawer that were size 10. They were labeled reusable. A miscommunication occurred and the doctor assumed they were new electrodes directly from the company and should be sterile. The #10 electrode from the "non-sterile" packaging was used during the procedure. No apparent harm to the patient. All of the non-sterile devices have been removed from the drawer to prevent recurrence.